Event description:
Reporter indicated that the physician was unable to program two generators to an off time of more than 3 minutes. The programming system was used to program a test generator and the problem was not duplicated. Attempts for additional information have been unsuccessful to date.